Event description:
It was reported that the patient was in the hospital for the last three days because, he was unable to urinate. The patient was implanted one week ago and was not able to sit up or stand currently. The patient's physician had not yet been notified, but wanted to see if the devices were on. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report no. 3004209178-2012-07388.

Manufacturer narrative:
Product ID, 3889-33 lot# va00bkj serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3093-33 lot# v464762 serial#, implanted: 2010 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).